Event description:
According to the reporter: all the staples did not connect on the tissue and the instrument did not cut. There was blood loss but the specific volume is unk. There was unanticipated resection of tissue because not all of the prolapsed hemorrhoids were resected. The surgeon made another purstring at another placement. Also, there were sutures placed at a lower level to minimize the tissue to be resected and to avoid another misfiring. Operative time was extended by fifteen mins. The 3rd hole, closest to the orange line was utilized.

Manufacturer narrative:
(B)(4).